Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to erroneous results as all samples met specifications. The appropriate amount of heparin was present in all retention samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during an investigation, there were lower results of po2 and so2 with a bd a-line¿. The following information was provided by the initial reporter, translated from portuguese to english: we are performing an investigation with some customers that use the syringe bd a-line, batch 9297096, and we have realized that in random venous samples, the results are lower in po2 and so2. I need information regarding anticoagulants and the syringe. Additionally, the bd sales consultant provided the following additional information: explained to customer that the syringe a-line is designed to collect from arterial lines and contains a total volume of 3ml; however, the aspiration volume recommended respecting the blood vs anticoagulant proportion is 1.6ml. They instruct that the volume is an important variable to be observed prior the blood collect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an investigation, there were lower results of po2 and so2 with a bd a-line¿. The following information was provided by the initial reporter, translated from (B)(6) to english: we are performing an investigation with some customers that use the syringe bd a-line, batch 9297096, and we have realized that in random venous samples, the results are lower in po2 and so2. I need information regarding anticoagulants and the syringe. Additionally, the bd sales consultant provided the following additional information: explained to customer that the syringe a-line is designed to collect from arterial lines and contains a total volume of 3ml; however, the aspiration volume recommended respecting the blood vs anticoagulant proportion is 1.6ml. They instruct that the volume is an important variable to be observed prior the blood collect.